Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had previously ¿wanted her system(s) taken out because she felt they caused her discomfort in the past.¿ however, upon meeting with a manufacturer representative in (B)(6) 2014, the patient¿s devices were found to have been in overdischarge for the two years prior to report. It was noted the previously reported shocking was the reason the patient had let her devices go into overdischarge. After having a physician mode recharge (pmr) performed on her ¿si joint peripheral¿ implantable neurostimulator (ins) the patient reported ¿she was very happy with the outcome¿ and she ¿reported a significant reduction in pain.¿ then on (B)(6) 2014 the patient had a pmr performed on her other ins and was reprogrammed to cover her left leg and reported being ¿very happy with the stimulation and did not report any discomfort.¿ as of (B)(6) 2014, it was reported the patient was ¿doing very well¿ and was ¿receiving effective stimulation.¿ it was noted there were ¿no complaints of shocking¿ at that time. Please see manufacturer report #3004209178-2014-13423 for information regarding the patient's other ins.

Event description:
The patient has two pain ins implants and one of them has been off for two years because of really bad shocking. The patient has been working with a company representative to turn the stimulation back on. The company representative was aware of the stimulation and has been working on it, met with the patient a couple weeks ago at her health care provider¿s (hcp) office. Additional information has been requested.